Event description:
The following is from the article published in the international journal of cardiology, "transcatheter closure of atrial septal defects with multiple devices in adults: procedural and clinical outcomes". One patient developed atrial fibrillation during the procedure which required amiodarone for cardioversion. Another patient developed atrial fibrillation during the procedure and required cardioversion. A third patient developed profound bradycardia during the procedure which resolved with atropine. Additional information has been requested, including physician and patient information, date of implants, date of events, catheterization lab reports detailing the equipment used (device info, guidewires, delivery systems, etc.), history of arrhythmias and imaging of the implant procedures, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
The devices were not returned to aga medical for investigation as they remain implanted.